Event description:
Boston scientific crm received information that this lead was explanted due to high, out of range pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned. Analysis is on going.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements indicated that the lead was not electrically continuous. Visual inspection confirmed fractures at 359.3, 359.4, 359.6, 359.9 and 360.1 mm from the terminal pin. Additional damage was noted at this same location which included deformed conductor coils. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As of today the lead has not been returned for analysis.